Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had software error detected and hardware low level failure. The customer¿s blood glucose level was 173 mg/dl at time of incident. Customer perform self test and self test did not pass. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly. Pump error found in the pump history due to software error.